Manufacturer narrative:
(B)(4). Date of alcl diagnosis: (B)(6) 2022. The reported events of lymphoma - alcl, seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: lymphoma - alcl, seroma-late.

Event description:
Physician reported via regulatory agency left side "a case of alcl has been diagnosed from a peri-implant effusion", "late seroma", "rash", mild "breast swelling" became "very severe ... Double size", "atypical cells on cytol and cd30 pos./alk neg. On hmds, diagnosed as bia-alcl" at stage t1n0m0. MRI stated "implant not intact". Histopathological markers are reported and specific (cd30 positive and alk negative). The device has been explanted.